Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, legal manufacturer¿s investigation and device history record (DHR) review. The suspect device was evaluated by olympus. The reported problem of "when the scope was attached, the device did not read the scope or light up" was not confirmed; the unit was tested with a video processor and olympus series 190 scope. The scope was recognized and lighted up; the video image was produced and appeared within specifications. The reported problem of "the device turned off and the device had to be turned on and off and jiggled" was confirmed; a worn scope socket slider switch was found, causing intermittent use of high intensity mode. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the scope detection problem was due to the failure of the power supply unit caused by long-term use, and that the scope detection at the start-up became unstable. The investigation determined the possible causes of the device shutting off was 1.) Startup became unstable due to component failure of the power supply and the power supply was not grounded during long-term use or 2.) That the capacity of the medical outlet was less than the sum of the electrical capacities of the connected devices, or 3.) That excessive force was applied to the power supply cord.

Manufacturer narrative:
The device was returned to olympus and an evaluation will be performed. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the device power turned off during a procedure. When the scope was attached, the device "did not read the scope or light up." In addition, the device turned off and the device had to be turned on and off and "jiggled." There was no patient injury or harm, associated with the problem, reported to olympus.